Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes increased thresholds and exit block. There were no consequences to the patient.